Manufacturer narrative:
Philips has investigated this complaint according to the additional information collected, the issue occurred near the end of the procedure. The procedure was completed after the user removed the plastic bag wrapping up the footswitch. It was reported to philips that the footswitch button was sticking and bounced back slowly. Upon troubleshooting, philips field service engineer (fse) checked the system onsite and found a plastic bag wrapping the footswitch, that user used for protecting the footswitch. On further troubleshooting the fse checked the system onsite and found that bag caused no sensitive response of the footswitch button. To resolve the issue, fse took off the plastic bag and cleaned the wired footswitch and replaced the wired footswitch on demand from the user. The defective part was sent for analysis, for wired footswitch no failure was observed. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. The reported issue did not impact the completion of the procedure. The procedure was completed as planned on the same system after customer removed the wrapped plastic bag from the footswitch, with no impact and no delay on completion of procedure, patient or user. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's footswitch pedals were sticking. The system was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.